Event description:
Since the reported issue occurred during preparation for a gastroscopy examination, the issue resulted in a 5¿10-minute delay to set up the backup devices.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the interference pattern in the image was reproduced. The failure of the scope connector (rusted and corroded) was identified as the cause of the reported event. However, the root cause of the failure could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4.4 connection of an endoscope: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ this supplemental report includes information added to d10 and b5. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they were seeing images with interference patterns when using the evis lucera elite xenon light source. The issue was found during preparation for use for a diagnostic gastroscope. The procedure was completed with a similar device. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed as the evaluation found stripes in the image due to poor contact with rusty and corroded scope connector. Additionally, the evaluation found that the front panel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.